Event description:
On (B) (6) 2010, the patient underwent a four level c3-c7 acdf corpectomy. On (B) (6) 2010, the patient returned for follow-up, and it was noted on x-ray that a lower bottom screw, acufix self drilling wide route screw, was backing out. The surgeon performed revision surgery on the patient on (B) (6) 2010. As the surgeon tried to replace the acufix screw with a rescue screw, the rescue went through the sc acufix 3 level corpectomy plate. The surgeon then removed the plate and the remaining construct. He replaced it with a different brand of construct, which caused a three hour delay.

Manufacturer narrative:
Product will not be returned. As it was maintained at the hospital. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.